Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that pump was dropped when the customer was attempting to load a cartridge and subsequently the pump shut down. In addition, it was reported that when the pump turned back on, customer attempted to load a new cartridge and received a cartridge alarm (alarm 0). Customer declined to further troubleshoot issue with tandem technical support. There was no impact to the customer's blood glucose level. Customer reverted to manual injections for insulin therapy.